Manufacturer narrative:
As reported, ventralight st w/ echo ps inflation tube broke. The sample was discarded as such unavailable for review. Photo provided finds that the tubing appears to have broken where it inserts into the balloon. Based on the information provided, photo evaluation and not having the sample for review, no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february 2023. The instructions-for-use provided with the device states, "once the ventralight st mesh with echo ps is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible. Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample discarded.

Event description:
As reported, during the placement of ventralight st mesh using echo ps in a robotic incisional hernia repair, when pulling the retrieval loop on the inflation tube up through the abdominal wall, the inflation tube broke. The experienced surgeon was able to retrieve the remaining inflation tubing, completed inflation of the echo ps balloon and fixated the mesh successfully. All pieces (echo balloon, connectors, and inflation tubing) were accounted for and removed successfully. There was no patient injury.